Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes experienced issues with infusion set, wherein infusion set was worn for approximately thirty-six hours before dislodging from the skin, at which time the cannula was observed to be deformed. There was patient involvement with no harm.